Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: after the infusion strap was removed, the surface of the joint leaks blood, and the green claim is settled.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer indicates that blood was observed to leak from the piston during infusion. Further information provided by the customer indicates that the leakage was observed following disconnection of a luer slip suyun infusion set. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 19087359 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: after the infusion strap was removed, the surface of the joint leaks blood, and the green claim is settled.